Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint evaluation for this serial number ((B)(4)) was inconclusive as the unit was not returned for evaluation.

Event description:
Per tm - the customer is reporting a very blurry image after updating the unit to software version 2.1.0.